Manufacturer narrative:
The insulin pump alarmed during the rewind due to the motor encoder signal being out of phase. Unable to perform the displacement test or to complete any further testing due to the alarms.

Event description:
The customer called due to motor error alarms. Troubleshooting was performed and the insulin pump failed the displacement test.